Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction did not recur, and advised the customer to continue using the pump and call back if any issues reappeared, which the caller understood and acknowledged.